Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's husband reported that the patient's blood glucose elevated to 600 mg/dl and she was vomiting. She injected insulin via syringe and her blood glucose lowered to 258 mg/dl and later elevated to 430 mg/dl. At the time of the call the patient's blood glucose measured 240 mg/dl. To troubleshoot the patient was instructed to disconnect from her infusion site and to perform a prime. Insulin flowed from the end of the infusion tubing. She stated that there was an air bubble in her insulin cartridge the "size of a pea." She was not able to prime the bubble out of the cartridge. She was advised to change the insulin cartridge. The patient inserted a new insulin cartridge at room temperature and she stated that an air bubble formed after she tightened the adapter. She was educated on properly adjusting the piston rod prior to inserting the insulin cartridge. Upon follow up about 2 weeks later, the patient reported that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.